Event description:
Reference number (B)(4). Event occurred in australia, it was reported that on (B)(6) 2024 two infusion set were kinked, and patient faces symptoms within 3 or more hours after insertion and infusion set is long for 1 event is 3-4 hours and for 2 event more than 12 hours. The site of insertion is abdomen. The blood glucose level was high and its addressing issue due to correction injection via multiple daily injection and patient also found trace ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.